Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Pd therapy was reported to be ongoing. It was reported that the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was unknown (dose, route and frequency unknown). The patient was discharged from the hospital seven days after hospitalization for the event. At the time of this report, the patient was reported to be recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14b15040. There were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).